Event description:
No additional information.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter: material #:304657 batch#:4233708 verbatim: rcc received a complaint via email. Email(s) attached we were notified of a complaint from a customer stating moisture in syringe. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. Medline complaint #: (B)(4). Defect description: moisture in syringe medline part #: 153239 product description: syringe 10ml ll bns vendor part #: 304657 lot #: 4233708 date reported: 3/18/2025 sample received: no. Response needed: acknowledgment only.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.